Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. Inspection of the device presented no damage or irregularities. There are numerous hypotube kinks. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure (rbp). The emerge device inflated and held pressure for 5 minutes without leaking. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 2.5x20mm maverick balloon catheter, a 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stabilized.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After pre-dilatation was performed with a 2.5 x 20 mm maverick balloon catheter, a 3.25 mm x 12 mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stabilized.